Event description:
Pt receiving nocturnal total parenteral nutrition therapy over 12 hours. She initiated the infusion via sabratek pump 3030 model; however, the pump alarmed malfunction 7-cpu. This is an internal processor failure according to the MFR. Pharmacy will send the pump in for a warrented repair as soon as possible. The pump last had a preventive maintenance check on 9-22-98. The pt was not harmed in any way.